Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced deflection issues with the catheter after 3 hours of operation. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found char and reddish brown material on proximal end of tip dome measuring about 2.5 mm in length by ruler. This finding is reportable because char could potentially contribute to an adverse event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and experienced deflection issues with the catheter after 3 hours of operation. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found on the proximal end of the tip dome. Per this condition, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Then per the event, a deflection test was performed and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. However the root cause of the char remains unknown. An internal corrective action has been opened to address the t bar issue.